Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow sensors were replaced proactively, and the unit was returned to service.

Event description:
The hospital reported that the unit would not ventilate in mechanical or manual mode. There was no report of patient involvement.